Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer declined to remove cartridge to troubleshoot further with tandem technical support. There was no adverse impact to the customer's blood glucose level. No additional information was provided.